Event description:
It was reported that a person using an ilet system with a dexcom g7 experienced an overnight hypoglycemic event followed by hyperglycemia, with the highest cgm reading of 330 mg/dl, after consuming a large carbohydrate beverage to treat the low. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included self-management at home without hospitalization, with glucose trending down to 210 mg/dl and continued monitoring planned. Investigation included troubleshooting and education focused on treatment of hypoglycemia and high glucose management. Investigation of this case revealed that the hyperglycemia was attributable to overtreatment of hypoglycemia with excessive carbohydrate intake, rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related overtreatment of hypoglycemia.